Event description:
Seven days post procedure, the patient complained of precordial pain and went to the hospital. ECG abnormality was observed and so a coronary angiogram (cag) was conducted. There was total occlusion and thrombus observed inside the implanted cypher. To treat the thrombus, plain old balloon angioplasty (poba) was conducted and a 3.0 x 28mm vision bare metal stent (bms) was implanted inside the cypher. Timi flow as recovered to 3. The target lesion was a type c, de novo, concentric and bifurcated proximal to mid right coronary artery (rca). The lesion length was 40mm and vessel diameter was 2.5mm. The patient had two cypher stents implanted in 2006. The lesions were pre-dilated with a 2.0 x 15mm balloon at 10atms for 10 seconds. A 2.5 x 23mm cypher stent was implanted at 15atms for 10 seconds and a 2.5 x 28mm cypher stent was implanted to 18atms for 15 seconds at the proximal end of the initially implanted cypher with overlap. The lesions were post-dilated with a 2.5 x 28mm balloon at 20 atms for 5 seconds. Timi flow pre and post procedure was 3 and the residual percentage of stenosis was 0. The physician commented that the cause of the thrombotic event was that the patient had an allergy against ticlopidine hydrochloride and so cilostazol was used, but it was not effective. The patient's medications include the following: aspirin, cilostazol, clopidogrel sulfate, heparin and ticlopidine hydrochloride.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00373 and 9616099-2007-00374. Additional information will be submitted upon 30 days of receipt.